Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
During a service visit, it was reported that the microscope was not maintaining focus when zooming in and out and the scope seemed unstable after having the caster washer modification. The customer reported that they are a mobile site and move equipment in and out of facilities. The event occurred before surgery. No further information is available.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, the barrel zoom was replaced as a preventive measure. Additional information provided by the company representative indicated that the floor (at the customer site) was noted to have been uneven in areas. The system was then tested and found to meet specification. With the information provided, this cannot be determined conclusively. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 7, 2015. Based on qa assessment, the product met specifications at the time of release. As there were no issued identified, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).